Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the displacement tests. However, the insulin pump had moisture damage on electronic and motor assembly. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and stripped battery cap coin slot.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer also stated they were unable to remove the battery cap on the insulin pump. Customer's blood glucose was unknown. It was reported fluid was present under the lcd display. Customer stated the moisture exposure was from perspiration. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.